Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump pocket infection. On (B)(6) 2015, the patient was admitted with enterococcus bacteremia. A small fluid collection associated with the inferior aspect of the device in the pump pocket was observed on CT scan. The infection reportedly resolved with ampicillin and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 30 days. The patient remains ongoing on vad support. A correlation between the device and the reported infection could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.